Manufacturer narrative:
(B)(4). The customer returned a 3-l cvc catheter for evaluation. Visual inspection revealed no defects or anomalies on the catheter. The total length of the catheter body measured 167mm which is within specification of 157-177mm per product drawing. The returned catheter was leak tested by clamping the distal end and pressurizing all three extension lines. Each lumen was pressurized with water to 45psi for 30 seconds. No leaks or air bubbles were observed in any area of the assembly; therefore, the sample passed functional inspection. The catheter was first tested by flushing all three lines to make sure there was no blockage. All three lines functioned as expected. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user "do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The reported complaint of extension line leakage could not be confirmed by complaint investigation. The returned catheter passed visual inspection and no leaks were found during functional leak testing. A device history record review was performed no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the median line of the device leaked.

Event description:
The customer reports that the median line of the device leaked.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the median line of the device leaked.